Manufacturer narrative:
Argus case: (B)(4).

Event description:
Experienced choking [choking]. Felt like he could not breathe [difficulty breathing]. Case description: this case was reported by a consumer via out of hour services and described the occurrence of choking in a male patient who received polident (polident (unspecified denture adhesive or denture cleanser)) unknown (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started polident (unspecified denture adhesive or denture cleanser). On an unknown date, an unknown time after starting polident (unspecified denture adhesive or denture cleanser), the patient experienced choking (serious criteria gsk medically significant and other: gsk medically significant) and difficulty breathing. The action taken with polident (unspecified denture adhesive or denture cleanser) was unknown. On an unknown date, the outcome of the choking and difficulty breathing were unknown. It was unknown if the reporter considered the choking and difficulty breathing to be related to polident (unspecified denture adhesive or denture cleanser). This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information received from consumer via out of hour services (voicemail) on 23aug2022. The reporter stated that, "consumer reports he used super polident and experienced choking and felt like he could not breathe."